Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, rash, skin disorder, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: she received treatments for events pelvic pain/abdominal pain, back pain, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter and patient demographics, laboratory data were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury event was updated to chronic pelvic pain/abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, migraine, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.